Event description:
A patient service representative (psr) contacted zoll customer support while fitting an (B)(6) female patient to report that the charger/modem was not working properly. It continues to indicate error when three different batteries were inserted. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (continues to indicate an error) has been confirmed. The cause for the defective charger/modem is a thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The patient received a replacement charger/modem.